Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient experienced brownish, foul-smelling secretion, soaked dressing and pain at the peg stoma. The nursing staff reported that the patient received an unknown intravenous antibiotic for three days and the dressing was changed twice a day. The patient was hospitalized as part of the duodopa initiation.